Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced error 23025 along axis 1 during sine cycle test. Axis 1 motor and cable will be replaced as a fix. A review of the site's complaint history found no other issues for this product. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse) during troubleshooting. Investigation revealed the following possible related system errors 23025: encoder quadrature faulty on mtmr2 axis. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a recoverable error 23025 occurred when docking the patient side cart (psc). A technical support engineer (tse) reviewed logs and it showed an error on master tool manipulator (mtmr2) on surgeon side console (ssc2). Site had restarted several times with no change. The tse had the site disable the arm and the site was able to dock and was continuing with procedure. The site called back and stated that the or staff used another ssc (teaching ssc) to resolve the reported issue. The procedure was completed robotically with no injury to the patient.